Event description:
Pt's mother contacted dexcom technical support on (B)(6)2010 to report that when pt removed a failed sensor, part of the sensor wire was retained in his leg. Pt was fine at the time of his mother's call.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.